Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an error in programming the device. The pump was programmed in the pca plus continuous mode instead of the intended pca only mode, to deliver morphine 1mg/ml, a loading dose of 4mg, a continuous rate of 4mg/hr instead of the intended 0mg/hr, 0 mg pca bolus dose, with a 15 minute patient lockout, a one hour limit of 16 mg, and the container volume was unspecified. At shift change, the error was noticed and the pump was reprogrammed to the intended settings. The customer reported no adverse patient effects. Though requested, no additional information was available.